Event description:
It was reported that the surgeon inserted an aq2017v three piece silicone lens and a haptic was torn during insertion. The lens was removed and replaced with the same model lens without any patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that three pieces of the optic and both haptics were torn off and missing. There was evidence of both a reddish and a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.